Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2019, nurse assessed that there was fair blood returns and queried leaking saline and some blood at site when pt was in for PICC care and blood work at oncology. PICC nurse assessed same day and found no leak at that time. On (B)(6) 2019 pt received chemo tx paclitaxel and carboplatin, and PICC nurse was notified the following week that the tx room nurse found leaking from insertion site with no blood returns again. PICC nurse confirmed leaking at the site. PICC was withdrawn 2 cm. Flushed and still had leaking. A PICC exchange was attempted and unsuccessful due to line curling in the axilla. Line was removed. New line insertion in new site on same date ((B)(6) 2019). On review of the original line, an hole was found at the 20 cm mark.